Event description:
Md was using bovie machine during surgery. Device was working intermittently, rn was attempted to check the lines to see if it was plugged all the way into the wall and cord caught fire. Machine was pushed away from patient staff and drapes. Cord burned completely though and fire was self-extinguished at that point.